Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas sustained a cracked touchscreen after being dropped, rendering the device nonfunctional for meal announcements and no longer watertight, and a replacement was arranged with return of the original device. Symptoms included no reported changes in blood glucose and no adverse clinical effects. Outcomes included continued diabetes management using a cgm application or receiver while awaiting replacement, with instruction that the device data would not transfer and that the user would complete a standard startup on the replacement. Investigation included collection of device details, shipping and return logistics, and user guidance to shut down the device to avoid further alerts. Investigation of this device revealed physical damage to the touchscreen component consistent with accidental drop, with loss of functionality and loss of enclosure integrity, and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.